Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the nurse opened the box of product during preparation for use, a small hole was noticed in the sterile barrier of the packaging. It was further reported that another box of product was available for use. There was no patient involvement and thus no adverse consequences.